Event description:
Report received that while operating on battery power, the pump powered off on it's own with no audible alarm. The customer contact reported the pump was infusing an unspecified concentration of integrilin at an unspecified rate. The pump was left unplugged and reportedly one hour later, the nurse found the pump powered off. There were no reported audible or visual alarms. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.